Event description:
A nurse reported that a scratched intraocular lens (iol) implant was explanted approximately two months after the initial procedure. The patient experienced a distortion in vision. The iol was removed and replaced with an iol of the same model and power. No harm to the patient was reported. Additional information was requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis.

Manufacturer narrative:
Product evaluation: the product was returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).